Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the physician experienced difficulty removing the 0.018" guidewire from the impella catheter during positioning. The physician stated that resistance was felt when attempting to withdraw the guidewire, as if it were stuck. When the impella catheter was withdrawn from the ventricle with the guidewire still in place, the guidewire was subsequently removed from the impella with minimal resistance. The easylumen catheter had been removed prior to insertion of the guidewire into the impella. The facility requested return of the impella device for evaluation to confirm that no device malfunction occurred and to determine whether the event was related to patient anatomy or device handling.